Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited low pacing impedance and oversensed noise, which triggered pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient condition was unknown.